Event description:
At the completion of the third treatment of a five shot treatment plan, the couch failed to completely slide out of the treatment unit. The couch became stuck so the team turned off the unit and proceeded to manually remove the pt. The physicist recognized that the microphone cable had become lodged at the side of the couch and table frame. The damaged cable was removed and the doors were still not closing or opening completely. The MFR rep was consulted and provided guidance in checking that all debris was removed. Subsequent tests were performed and they indicated that no further problem existed. Pt returned one week later for the successful completion of their treatment.